Event description:
Literature was reviewed regarding left ventricular assist device (vad) inflow cannula angle between median sternotomy and thoracotomy. The authors described patient deaths in both sternotomy and thoracotomy groups; however, the causes of death were unknown. There were patients who experienced pump thrombosis, ischemic or hemorrhagic strokes, and gastrointestinal bleeds (gib). All patients with gib were in the sternotomy group. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, all of the devices in this article were the manufacturer's product, however a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender was male. The dates of death is not available at the time of this report as there is no indication of specific serial number/patient information. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information has been made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparing left ventricular assist device inflow cannula angle between median sternotomy and thoracotomy using 3d reconstructions, artificial organs, 6 december 2022. Doi: 10.1111/aor.14492. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.